Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01432. Results: the lightning unit failed to power up when plugged into a demonstration engine. The unit housing was opened, and blood was present inside the housing. Conclusions: evaluation of the returned lightning revealed the unit was unable to power on. The housing was opened to reveal blood within the housing. If a strong positive pressure is applied to the aspiration tubing, a leak may occur. This likely caused the system error reported and eventually led to the inability for the unit to power on. Penumbra lightning are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the common iliac vein using the lightning aspiration tubing (lightning) and indigo system cat12 aspiration catheter (cat12). During the procedure, after completing a pass using the cat12, the lightning tubing became clogged. Subsequently, while flushing the lightning tubing with a 10cc syringe, the indicator lights on the lightning unit turned red. Therefore, the physician unplugged and re-plugged the lightning unit; however, the lightning unit would still illuminate a red light. Therefore, the lightning was removed. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.